Event description:
New information received indicated the device pocket had eroded and exhibited redness. The patient had a fever due to the infection.

Manufacturer narrative:
Results of investigation are inconclusive since device not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not yet received.

Event description:
It was reported that the patient presented in clinic for an explant surgery of their implantable cardioverter defibrillator due to infection. Further information was requested but not yet received.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.